Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer need maintenance. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d & e unique identifier (UDI), initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer displayed a "needs maintenance" message. The cubie failed to open due to a jammed medication wrap. A field service engineer (fse) ejected the cubie to remove the medication, and the customer replaced the cubie. All functions returned to normal. A fse logged into hardware test application (hta) and tested the cubies and drawer. All drawer functions were confirmed to be normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer need maintenance. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.